Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer was unable to pace. The analyzer passed all incoming testing. It was indicated that the patient connector was damaged. The analyzer was to be sent for repair. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer was unable to get any kind of signal when the cables were attached during an implant procedure. When the cable was plugged into the analyzer, the screen of the analyzer showed ejection signals on the ECG (electrocardiogram), confirming connection. Multiple cables were tried with the same result; the analyzer was unable to pace. It was found that the cables worked fine with another analyzer. The analyzer was returned for repair. The patient was not pacer dependent. No patient complications have been reported as a result of this event.